Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up completely. Review of the system log file showed that there was an ¿unexpected system state change¿ error. The fse disconnected the video ports from the monitor and connected a test monitor. The test screen and the entire system initialized correctly. Later, the fse shut down the system completely 5 times and the system rebooted correctly each time. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.